Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer¿s service technician verified the touchscreen was unresponsive. The customer¿s service technician replaced the touchscreen, which resolved the issue.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. A final report will be submitted upon completion of the investigation.

Event description:
The caller reported that the touchscreen was out of calibration. No patient or user harm was reported. The event date was not specified; estimate used.